Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 3.5x18mm xience alpine stent delivery system (sds), the protective sheath was very tight and could not be removed with the usual ease and the balloon was noted to be inflated. There was no device use or patient involvement. Another non-abbott device was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported product quality problem (partial inflation) was confirmed. The reported difficult to remove could not be tested due to the device condition. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that could contribute to a product quality problem (partial inflation) during preparation include, but are not limited to, inadvertent pressurization during preparation, mishandling of the device, and/or a manufacturing nonconformity. Factors that could contribute to difficult to remove (sheath) include, but are not limited to, user technique, damage to the balloon, and/or damage to the stent. Due to the degree of the flared stent, it is unlikely that the protective sheath would have fit over the flared stent; therefore, the stent flaring is not a pre-existing condition. In this case, it is possible that the user¿s technique during removal of the protective sheath contributed to the reported difficult to remove (sheath). It is also possible that the sds was inadvertently partially inflated during preparation for use, resulting in the reported product quality problem (partial inflation); however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.